Event description:
Reporter stated that her husband used product in 2007 in the morning. That evening, he was having some discomfort, so they removed the patch and examined the area. He was burned deeply and is still having some discomfort. It had formed a scab now but is still giving him pain. He saw a doctor on fifteen days later, who looked at skin, but gave no diagnosis. He left message on the following month that the burns had not healed completely yet.